Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempted was made to use one resolute onyx drug eluting stent to treat a severely calcified lesion, located in the proximal left anterior descending artery, exhibiting 100% stenosis (cto). There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The device did pass through a previously-deployed stent. It was reported stent dislodgement occurred during removal following failed delivery. The dislodged resolute onyx stent was removed using a snare kit. It was reported that the resolute onyx device dislodged another previously deployed non-mdt stent. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis: the stent was not present on the balloon but did return for analysis. No delivery system was returned for analysis. Deformation was evident to the entire stent wraps, with struts raised, bunched and overlapping. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.